Event description:
It was reported that during the implant procedure the lead was not used. A device registration was received that stated that the lead was defective. Follow up to determine the nature of the defect was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.